Manufacturer narrative:
(Required intervention) - results: type 2 endoleak; endoleak; stent graft. Conclusion: type 2 endoleak; type 3 endoleak.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.5cm abdominal aortic aneurysm approximately 3 years ago. Vessel morphology was not reported. It was reported that at completion of the procedure, a type 2 endoleak was observed. At the 30 day follow up, the aneurysm size measured 6.8 cm. Later on, the patient was regularly followed up with CT scan, and it was observed that the aneurysm sac diameter decreased by 2 mm. Three months ago, the patient presented with a rupture and an endoleak that was visible on CT, which was different from the original type 2 endoleak. The patient was brought into the theatre, and it was found to be a type 3 endoleak originating from the graft body bifurcation. There was a hole next to a strut of the lower body stent, although the strut was not fractured. The hole was plugged and a dacron graft was sewed around the original talent stent graft. The patient was discharged and made a good recovery. No additional information was provided.